Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the myoma was cut up into small pieces about twenty times, and then the surgeon heard an abnormal sound and the blade would not come out from the sheath. The surgeon tried to change the operation mode, rotation direction, and drive level, or use the foot switch, but the situation did not improve. After that, when the surgeon grasped the trigger continuously, the blade would come out from the sheath on rare occasions. So the surgeon cut the myoma with it, but it cut weakly, and the myoma was hardly cut. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Device (B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatches 2210968-2012-02142, 2210968-2012-02144, and 2210968-2012-02146. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During functional evaluation, blade extended and retracted when trigger was pressed and released, respectively. The blade failed to rotate during the evaluation.